Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was later reported that the ICD was replaced for routine eri and the patient elected to have the rv lead replaced at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) but was still measuring battery voltage above eri level. It was further reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and increasing short interval counts (sic) from device check to device check. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.